Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report #(B)(4). We received one used and half filled easypump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. The white clamp was open and the patient connector was not closed, the original wing cap was not handed over from the customer. Damages that would lead to a malfunction were not detected at the sample. After opening the top cap we detected crystallized drug residues at the filling port (lli-cone) and at the patient connector (lla-cone) of the sample. In addition the sample was taken to a functional test respectively a leak test was carried out. After opening the white clamp and starting the pump and waiting for 60 minutes the pump is not working (solution was not running). After these 60 minutes leakages were not detected. The inspected sample is not within our specifications. We have informed our manufacturer accordingly. Received one used and filled with clear cytotoxic contaminated solution (as labeled 5fu-flourouracil) easypump ii lt 100-50-s (batch no. Labeled 15b28ge261/material no.4540016 on the big bottom cap of the sample) without original packaging. Examined the returned sample visually. Clamp clip was clamped. Patient connector was closed with red stopcock (not the original closing cone (wing cap)). Closing cone of the filling port (discofix) was in position. There is no damages, leakages and cracks at cap valve and inner membrane were detected. Drug residue (crystallisation) found at triangular tube, filter and patient connector. The definite test for the used sample will be comprehended by production. Therefore, sample is forwarding to production for further investigation. As the complaint samples were contaminated with cytotoxic drug and have crystallized, further investigation is not possible. Therefore, the complaint is considered as not judgeable. However, blockage due to crystallization issue is addressed in CAPA 001475.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device is currently shipping from france to bbm in germany for investigation. A follow-up report will be provided when the inspection results are available. Reviewed the device history record and no abnormalities found during in- process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): incomplete infusion.